Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: puncture hole from hemostat . Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-use error: observed opening on posterior side assessed as surgical damage per rga. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left exchange with no complaint against device. Device has been explanted. Later, healthcare professional reported puncture hole lower right side (5 o' clock) from hemostat.